Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and granuloma.

Event description:
Physician reported " implant rupture with a slight collapse. Berg 1 ganglion found on right axilla with thickened walls". Device has been explanted. This relates to the right side.